Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon receiving the device, the patient experienced hematoma which was treated with manual pressure and pressure dressing. 1 unit of packed red blood cells(prbcs) was issued and the device was repositioned.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.